Manufacturer narrative:
As reported, the anchor remains implanted and is not expected for evaluation. An evaluation of the device therefore could not be performed and the root cause of the allegation that the implanted anchor causing/contributing to the "osteolysis" condition could not be determined. A review of the device history record could not be performed, as the lot number was not provided. A 2-year review of the device complaint history showed other than this alleged incident, there have been no other similar reports received. Based on all available information, this reported incident appears to be isolated. This failure mode is addressed in the device risk documents. The safety risk has been found to be acceptable. The non-absorbable suture anchor is intended to reattach soft tissue to bone in orthopedic surgical procedures. To reduce the risk of injury to the patient, the product's instructions for use (IFU) provides the following warnings and precautions: patient should be advised that product materials may cause allergic reactions including but not limited to, foreign body reaction, tissue irritation/inflammation or other allergic reactions. Where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation. Conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing and rehabilitation period. Detailed instructions on the use and limitations of the device should be given to the patient before implantation. The patient should be told to follow the surgeon's protocol for postoperative management. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Device remained implanted.

Event description:
As reported, the 5.5mm cross ft suture anchor was used in a rotator cuff repair procedure and that the surgery was completed as planned with no complications or problems noted. However, approximately 9 months later, conmed received information from the surgeon, who reported that he believed the implanted anchor might have contributed to the osteolysis condition, which was discovered via follow-up MRI during a routine 6-month post-operative visit. The surgeon reported that clinically the patient did not exhibit any pain or discomfort symptoms related to the osteolysis, and that the imaging was performed for another reason. The concern from the surgeon is that there is a potential of "less bone stock remaining, should a second surgery be required" in the future. The surgeon believes that the osteolysis condition was caused by mechanical micromotion of the implant itself at the distal end. At the present time, there are no medical or surgical intervention required. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.